Event description:
It was reported that on (B)(6) 2014, the 5.5mmx150mmx120cm supera stent implant was deployed to treat a lesion in the chronic totally occluded (cto) common femoral artery. The procedure was completed without device or procedure issues. On an unspecified date, the patient experienced ischemic rest pain to the leg as well as non-healing heel, dorsal foot, and toe ulcers. Restenosis of the deployed supera stent implant was noted, which was treated with bypass surgery on (B)(6) 2015. There was no reported adverse patient sequela and the patient has been discharged from the hospital. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record revealed no non-conformances. The reported patient effects of ischemia, infection, pain, stenosis, and surgery are listed in the supera instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.